Event description:
Paramedics responded to a person, condition unk. The pt was connected to the device for monitoring and, according to the rptr, the ECG display on the device screen "folded" and the pt's ECG could not be read. No adverse affect to the pt was reported as a result of the alleged malfunction.